Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The hp would contact the nurse regarding missed therapy and air detect alarm. The hp stated that the cap was not on the unused supply line and the clamp was open. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the issue was resolved, the cause of the alarm was related to the cap not on the unused supply line and clamp being open. Per hp, she did not receive any injury or medical intervention as a result of this incident, the nurse had been informed. The hp stated that she was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.